Event description:
During service by baxter, the pump was found to have a failure code 570. Info was not provided regarding whether or not there has been any pt injury or need for medical intervention related to this device. No additional contact was available.